Event description:
It was reported that the pt had to have their neurostimulator replaced due to premature battery depletion. No pt injuries were reported. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.